Manufacturer narrative:
Additional information: on 10/2/2019, a photo investigation was completed. Photo investigation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the sample was found rupture. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. All mentor product is 100% inspected prior to release. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Concomitant medical products: mentor memorygel breast implant 350cc, catalog # 3503504bc, lot # 6744572, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) caucasian female underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced rupture and capsular contraction on the right side post-operational. As a result, the patient underwent device removal and replacement with a 375cc mentor memorygel breast implant, catalog number 3503754bc, lot number 7642427, serial number (B)(4) on (B)(6) 2019.